Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, diopter -12.50 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to the patient experiencing excessive vault, loss of bcva, elevated iop, and significant reduction of irido-corneal angles. Secondary intervention includes enlargement of incision. The problem was resolved. As of the date of MDR submission, the device has not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with clear surgical residue/ debris on the product. Visual inspection found no visible damage to the lens and presence of clear residue on the lens surface. (B)(4)